Event description:
Patient was implanted with humeral nail construct on (B)(6) 2011 following an injury in (B)(6) 2011. Patient was returned to the o.r. On (B)(6) 2012 for removal of hardware. Patient complained of right humerus pain from prominent hardware. Surgeon removed all hardware and patient was not revised with any additional hardware as the patient's fracture has healed. Procedure was completed without complications. This is 2 of 4 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.